Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed a twisted tube in the y-connector (clearlink). The cause of the twisted tube was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned continu-flo solution set, the device was observed with a twisted tube in the "tail-end" (y-connector, clearlink). No additional information is available.